Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded.

Event description:
It was reported the patient was revised to address pain secondary to loosening of the humeral stem; identified as the "windshield wiper effect". No definitive cause for the loosening was identified. No further information is available at the time.

Event description:
No further information is available at the time.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report: 0001822565- 2019- 03685. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.